Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the right ventricular (rv) lead was noted. It was noted that pacing occurred in the refractory period. The lead was reprogrammed and remains in use. No patient complications have been reported as a result ofthis event.